Manufacturer narrative:
On (B)(6) 2020, it was noticed that the previously submitted report erroneously omitted the patient's date of explant in section b5. As reported in the previous report's section d7, the patient's date of explant was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with mentor memorygel breast implant 500cc and experienced symptoms including weight issues, inflammation, chronic fatigue , memory loss, brain fog, muscle pain, hair loss, dry skin, premature aging, insomnia, night sweats, chronic headaches, anxiety, depression, panic attacks, hormone imbalance, irregular periods, lactation, bruising, throat issues, reoccurring utis, bilateral breast pain, sudden allergy to ibuprofen, skin rashes, numbness and tingling in arms and feet, rib cramps, dry mouth, irritability, inability to concentrate, sensitivity to sound, and hypothyroid symptoms. As a result, the patient would undergo explantation on doe this report is for the right side device.